Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl and her blood glucose was treated with an insulin drip. The customer experienced nausea and fatigue. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime test and the insulin did exit. While the customer was looking for a tubing clamp the call was disconnected. Attempted to contact the caller several times with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.